Event description:
There was moisture inside the iab package near the folded membrane and balloon retainer. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event-reported 12/12/96. Pt's current status: unk-rpt'd 12/12/96.